Event description:
Procedure: cervical fusion levels implanted: c4-c5 and c5-c6 it was reported that patient was experiencing serious neck pain that made it difficult to lift her left arm. On (B)(6) 2010: the patient underwent cervical fusion surgery at levels c4-c5 and c5-c6. The patient was implanted with rhbmp-2/acs. Post-op, patient reported of experiencing severe neck pain and loss of flexibility, as well as trouble when walking. Patient continued her pain management until 2011. Patient reported that she is now having trouble swallowing and breathing and is only able to walk with a mobility assistance device.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.